Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. As the lot number is unknown, a review of the shop floor paperwork could not be performed. The root cause of the difficulties experienced during the procedure could not be determined. It is noted that the two express2 stents used are indicated for coronary applications.

Event description:
Same event as manufacturer's report # 6000093-2006-02504 and 6000093-2006-02506. It was reported that following a peripheral stent implantation procedure, an allergic reaction occurred. The physician reported that the "patient had a sentinol stent implanted in 2005 in his left sfa [superficial femoral artery]. One month later, the patient had two express ii 2.5 x 15 stents implanted in his right inferior tibial. The patient has reported and complained about suffering an allergic reaction for the past 11 months. The patient has recently been diagnosed with a nickel allergy and [the physician] assumes the allergic reaction is from the nickel component of the three implanted stents." The current patient status is reported as "stable."